Event description:
During aortic stent graft procedure the physician was deploying a stent in the left renal artery when the stent came off the balloon. The physician was able to retract the balloon but the stent was stuck in the sheath. It was successfully retrieved.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file: 1219977-2015-001757.